Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with gentamycin (60 mg, intraperitoneal, frequency and duration not reported) and vancomycin (1.5 mg, intraperitoneal, frequency and duration not reported) for the event. A day after the event onset, the patient refused to take gentamycin. Four days after the event onset, antibiotic treatment with gentamycin was stopped. Six days after the event onset, the patient was hospitalized for the event. Seven days after the event onset, pd therapy was discontinued and the patient started hemodialysis (hd). At the time of this report, the patient was discharged from the hospital but the patient outcome was unknown. No additional information is available.